Manufacturer narrative:
The cool line catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Manufacturer narrative:
The zoll cool line catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Before inserting the catheter into the patient, a balloon leak was discovered during the cool line catheter (lot # 186498) balloon test. Unknown if the customer used another catheter to start the procedure or if an alternative therapy was utilized. No consequences or impact to the patient.